Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient ported that the controller was getting stuck at 90% when trying to connect to the pump and gets stuck for several minutes. Agent reviewed information and walked patient through clearing data on the handset. Patient initially saw no device found but then confirmed they were able to successfully connect to the pump without issue. Patient stated they have had this issue since the first time using the handset in october. Patient would monitor the issue and call back if further assistance was needed. Bolus per day: "I think 10".

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6). Product ID: a820, serial# unknown. Software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the handset was lagging at 90%. An agent guided the patient through clearing the data. The patient was then able to connect to the pump without any lag.